Manufacturer narrative:
A patients ipg site opened up resulting in an infection was reported to abbott. The ipg was explanted. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patients ipg site opened up resulting in an infection. Surgical intervention was undertaken on (B)(6) 2023, where the ipg was explanted.